Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the graft would not pass through the roller but the carrier would. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Initial qa inspection of the meshgraft ii on jun 2, 2016 revealed nicks and scratches to the meshgraft handle and bottom plate. Slight wear to the cutter blades as well as nicks throughout. The ratchet gear was loose and the side plates were loose. The test mesh using the ratchet was performed and failed. The test mesh using the handle was performed and failed. Functional tests: repair of the meshgraft ii was performed by zimmer biomet surgical on jun 7, 2016 which included replacement of the roller, cutter, worn side plates, ratchet gear, pin and spring. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the calibration check and test mesh failed. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the graft would not pass through roller but the carrier would. Additional information was received from the customer on (B)(6) 2016 stating that the event did occur during surgery and that the initial graft could not be used. The surgeon had to increase the depth of the dermatome to take another graft in another area of the patient in order to finish the grafting. No alternate device was retrieved for use during the surgery and the surgery was delayed but the duration of delay was not known. The blades were properly placed and the derma carrier was at room temperature. The device was not repaired by someone other than zimmer biomet.

Manufacturer narrative:
The root cause of the reported event could not be specifically determined, but is most likely related to the bearings wearing down within the sideplates over repeated use. The bearings wearing down could effect the roller engagement leading to intermittent difficulty with passing the carrier/graft through the device. Per the instructions for use, the device should be returned for service every 12 months. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer. No recommended actions at this time.